Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID 7482a-51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 7482a-51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a-51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 338740, lot# b0875378k, implanted: (B)(6) 2009, product type: lead. Product ID 338740, lot# b0875379k, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) eroded through the skin of the left chest ins pocket. There were no external factors that may have caused or contributed to the issue. The left chest ins was removed along with the corresponding extension; antibiotics were administered. It was stated that the issue was resolved at the time of this report.

Manufacturer narrative:
Upon additional review, it was determined that patient code (B)(4) does not apply as (B)(4) is more appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.